Manufacturer narrative:
The available event information indicates this pacemaker will not be returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar configuration on (B)(6) 2021 due to out-of-range pace impedance measurements greater than 2,000 ohms. Bipolar pace impedance measurement was 2,041 ohms, and unipolar pace impedance measurement was 1,800 ohms. The patient was intermittently pacer dependent. It was noted that there was a gradual rise in pace impedance measurements beginning in february 2021. While in unipolar, there was oversensing and pacing inhibition for greater than two seconds. Technical services (ts) agreed with the plan to reprogram to bipolar sense/unipolar pace, and recommended ensuring there was no oversensing and no changes in serial impedances with aggressive isometrics in bipolar. X-rays were also recommended. The patient was seen in clinic, and x-rays did not reveal any obvious issues with the rv lead. Rv lead revision was scheduled, and it was noted that the pacemaker would likely be replaced at that time as the battery had approximately 1.5 years remaining. This pacemaker and rv lead remain in service at this time. No adverse patient effects were reported. Additional information received indicated that this right ventricular (rv) lead was surgically abandoned and replaced, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar configuration on (B)(6) 2021 due to out-of-range pace impedance measurements greater than 2,000 ohms. Bipolar pace impedance measurement was 2,041 ohms, and unipolar pace impedance measurement was 1,800 ohms. The patient was intermittently pacer dependent. It was noted that there was a gradual rise in pace impedance measurements beginning in (B)(6) 2021. While in unipolar, there was oversensing and pacing inhibition for greater than two seconds. Technical services (ts) agreed with the plan to reprogram to bipolar sense/unipolar pace, and recommended ensuring there was no oversensing and no changes in serial impedances with aggressive isometrics in bipolar. X-rays were also recommended. The patient was seen in clinic, and x-rays did not reveal any obvious issues with the rv lead. Rv lead revision was scheduled, and it was noted that the pacemaker would likely be replaced at that time as the battery had approximately 1.5 years remaining. This pacemaker and rv lead remain in service at this time. No adverse patient effects were reported.